Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider alleges the right back is bowed about 4 inches where it mount.